Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with in-stent restenosis. Subsequently, index procedure was performed. The 90% stenosed, 16.0x3.0mm target lesion was an isr of a previously implanted unknown stent located in the non-calcified and mildly tortuous mid right coronary artery (rca). The lesion was treated with pre-dilatation and implantation of a 3.00x16mm promus element stent at 20 atmospheres. Visual residual stenosis post procedure was 0%. In (B)(6) 2014, the patient presented with isr of the previously implanted 3.00x16mm promus element stent in the mid rca. In (B)(6) 2014, percutaneous coronary intervention was performed to treat the event. The patient's status was good.